Event description:
It was reported that the customer experienced a significant difference in sensor reading verus his blood glucose measurement. The customer's blood glucose was 14.0 mmol/l while his sensor read 14.0 mmol/l. However, 10 minutes later, the blood glucose meter reading was 9.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.